Event description:
On (B)(6) 2009: a revision, right total hip replacement with exchange of acetabular liner (ref: 71333395, lot 07fm11053 36mm ID, size f; reflections microstable acetabular liner) and femoral head (ref 71342364; lot 05cm08096; oxinium 36mm o.d. 14/16 taper femoral head). In (B)(6) 2013, after experiencing increasing hip pain and feeling of something not right, made an appointment with an orthopedic surgeon who indicated through xray the hip appeared to be positioned appropriately. (B)(6) 2013, dislocated right hip needing reduction under sedation. Currently awaiting appointment with operative surgeon.